Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. There was no report of a recognition or engagement failure during this procedure on the log review. The instrument was fully functional. No product issue was identified. The instrument was also found to have one (1) severely bent grip tip, causing misalignment of the grip-tips. A clip can be properly loaded into the clip groove of the grip-tips, but it failed the clip test. The grips were not found to have any cracking damage. The instrument was installed on an in-house system and driven. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). A clip was able to be installed onto the grips, but the clip did not fully close and therefore did not attach to the tubing. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found that the instrument fully engaged and passed recognition. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event. The probable root cause of the loss of functionality to apply a clip are attributed to misaligned grips or bent grip tips.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, when the device was docked, the instrument was not recognized. The procedure was completed with no reported injury.